Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type programmer, patient.

Event description:
The patient reported a loss or change of therapy. She went through a metal detector on (B)(6) 2016 at a department store and had a return of symptoms the following day. She thought the implantable neurostimulator (ins) turned off due to the return of symptoms and up until that point she had a 95% success rate. She did not feel stimulation and had no falls or trauma. The patient then noticed that her programmer would not connect with her ins and showed the poor communication screen, but she confirmed she was using it against her ins. She did not have an antenna anymore after leaving it in another state. She had a friend try to put the programmer against her ins, but they still got poor communication. The patient's indication(s) for use were gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.